Event description:
The user facility reported that the side-tube detached from the main housing of the introducer sheath while contrast dye was being injected during an angiography procedure. Reportedly, there was no impact to the patient, and the procedure was successfully completed without complications using a second introducer sheath.

Manufacturer narrative:
Results - are based on evaluation of user facility information and the returned sample; is based on quality record and reserve sample evaluation. Conclusions: is evaluation of user facility information and the returned sample and is based on quality record and reserve sample evaluation. The involved device was returned and evaluated. Visual examination confirmed that the side-tube had separated from the introducer sheath housing, although there was evidence of proper bonding to the housing. Inspection and testing of random retained samples confirmed that there were no defects or anomalies and product performance specifications were met. The lack of lot number information significantly limits the value of review of device history record and complaint files. While the cause of the reported event cannot be definitively determined based on the available information, the event description is consistent with over-pressurization of the tubing during injection of contrast media. The device labeling does address the potential for such an event under certain circumstances in the warnings/precautions section of the instructions-for-use which state, "do not use a power injector through the side tube and 3-way stopcock." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.